Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported issue of ¿remnants of the balloon used were left on the endoscope after the procedure, and after going through the advanced disinfection process¿ could not be determined, as the device was not returned to olympus for evaluation, however, the issue was likely the result of user error, as the device IFU/instruction manual provides countermeasures for this type of event . The event may be detected/prevented by following the instructions for use sections below: 4.5 removal of the balloon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had a remnant of the endoscopic ultrasound balloon that was also in use left behind on the scope after a diagnostic endoscopic ultrasound with biopsy procedure and that went through the high-level disinfecting process. There were no alerts. The remnant was not identified to the team because the color of the tip of the scope was the same color as the balloon. The customer requested to consider manufacturing the tip of the scope to be a different color than the only available balloon (off white). The scope also allowed a second balloon to be placed over the original balloon remnant without difficulty. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.